Manufacturer narrative:
Reported event: an event regarding loosening involving a dall miles plate was reported. The event was confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: the trochanteric non-union is still present with failure of bony healing as evident by the loose pieces of bone on x-ray and the fractured dm-cables and loose dm-plate. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that the event was caused by non-union of a greater trochanteric fracture, present already before implantation of the predicate devices after a periprosthetic fracture due to a fall of the patient in 2015, despite adequate treatment, has contributed to an overload condition on the implanted constrained liner forcing a complete pull-out of the constrained liner from the cup shell requiring a third revision in (B)(6) 2018. The trochanteric non-union is still present with failure of bony healing as evident by the loose pieces of bone on x-ray and the fractured dm-cables and loose dm-plate. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened; not returned.

Event description:
As reported: "chronic dislocations, constrained liner damage during dislocation. [Dall miles] plate removed"; left hip. Update 14 june, 2018: the medical review has confirmed that the constrained liner has disassociated from an unknown trident shell. It has also confirmed loosening of the dall miles plate. The conclusion of the assessment is as follows: "non-union of a greater trochanteric fracture, present already before implantation of the predicate devices after a periprosthetic fracture due to a fall of the patient in 2015, despite adequate treatment, has contributed to an overload condition on the implanted constrained liner forcing a complete pull-out of the constrained liner from the cup shell requiring a third revision in (B)(6) 2018". Update 18 june 18: a review by a clinical consultant has confirmed a fractured dall miles cable.